Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer noticed the tubes were without gel on unspecified number of tubes. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer noticed the tubes were without gel on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-aug-2025. Investigation summary : bd received 38 samples and 4 photos for investigation. Out of these, 30 samples were visually inspected for missing gel, and all failed the inspection. The four photos show multiple tubes with no gel inside. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing gel. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.